Event description:
It was reported that during a left lateral liver segmentectomy procedure, the device fired malformed staples. Patient was discharged to pacu, intubated and stable with no patient consequence.